Manufacturer narrative:
Other relevant device(s) are: product ID: 9736113, software version: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up for a case, the site turned the system on and got an error message saying something about "error attempting to load lower page". The site rebooted the system and the system went to the blinking white cursor in the top corner of the screen. During troubleshooting, technical services (ts) walked the site through the ubuntu grub menu fix with resolution. The site logged into software and confirmed the date and time were accurate. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.